Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent express bolus button response due to corroded keypad traces. No button error alarms noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error after the customer had bumped the device. The customer's blood glucose was 200 mg/dl. The caller stated that the customer had been eating dinner when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.